Manufacturer narrative:
One cadd extension sets was returned for analysis. The returned samples consist of one ext. Set products from p/n 21-7109-24 l/n 3607899; and the sample was received in new conditions and with its original unopened packaging. The sample was visually inspected, at a distance of 12" to 24" and normal conditions of illumination and no discrepancies were found. Functional leak testing was performed using hydrostat vessel and no leaks were detected. The customer's reported problem could not be duplicated. No root cause has to be determined since the complaint was not confirmed. No corrective actions required since the complaint was not confirmed, and no fault found.

Event description:
Information was received that during use of this smiths medical cadd extension sets, fluid leaked at the filter was noted. It was reported that the device was in use with patient for infusion of veletri. No reported adverse effects.